Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The power voltages were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not display an image during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.